Manufacturer narrative:
Report source: value analysis manager. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the smartsite leaked. Although requested, no additional information about the patient, medication, or event provided.